Event description:
Reportedly, the implantation date was (B)(6) 2026. On (B)(6) 2026, the patient returned to the hospital for an outpatient follow-up. X-rays revealed ventricular lead dislodgement, and the physician decided to perform a reintervention on (B)(6) 2026. The surgeon decided to explant the lead and to implant a new one.